Manufacturer narrative:
The event description in the initial report did not include that there was no loss of target site position related to the event. Based on the reported information and without the return of the involved prowler select plus microcatheters and concomitant guidewire no conclusion can be made regarding the reported event. With review of the device history records there is no indication of a relationship to any manufacturing issues; therefore, no corrective actions will be taken at this time.

Event description:
The enterprise stent (enf452212/10234505) was deployed in the y-connector accidentally. It is unknown whether the user accidentally deployed it procedurally or whether a device issue caused a premature deployment. There was no visible stent damage. The guidewire (details unknown) could not be advanced through the two prowler select microcatheters (606s155mx/15414078) and (606s255fx/15959415). The issue started at the proximal end. The microcatheters were replaced with new ones (details unknown). The microcatheters did not kink and an adequate continuous flush was maintained through the microcatheters. No patient or vessel code information provided.

Manufacturer narrative:
Concomitant medical devices: synchro guidewire (details unknown); enterprise stent (enf452212/10234505); prowler select microcatheter (606s155mx/15414078); two other microcatheters (details unknown). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.